Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was returned with the device. There was a kink in the coil at the bushing and the control wire was separated per design. The failure of the clip to release from the catheter may have been due to anatomical / procedure factors encountered during the procedure; therefore the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to the first of two complaints that involve the same event. Refer to manufacturer report # 3005099803-2010-04173 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clips were used during a procedure on (B)(6), 2010. According to the complainant, during the procedure, two clips failed to release from the catheter. The procedure was completed with two new clips. There were no patient complications as a result of this event. The patient was reported to be in "okay" condition at the conclusion of the procedure.

Event description:
Note: this report pertains to the first of two complaints that involve the same event. Refer to manufacturer report # 3005099803-2010-04173 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clips were used during a procedure on (B)(6), 2010. According to the complainant, during the procedure, two clips failed to release from the catheter. The procedure was completed with two new clips. There were no patient complications as a result of this event. The patient was reported to be in "okay" condition at the conclusion of the procedure.